Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the cubie was broken. The malfunction caused a delay in dispensing medication to the patient since the user retrieved medication from another station. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main legacy half height (hh) cubie drawer had a broken retractor band. A field service engineer (fse) replaced the retractor band and ejected cubie e1 in the hardware test application (hta) as requested by the customer. The system functioned as intended after the field service engineer repaired the device.